Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown triathlon insert 4 x 9; cat/lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the sales rep that the surgeon revised the patients right knee due to stiffness. Surgeon noted the implants were well-aligned and well fixed. The femoral component and insert were revised and the baseplate remained implanted. The primary was performed approximately 5 years ago at a different location. No further information will be made available due to hospital policy.